Manufacturer narrative:
B5, d4, d5, d10 was corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. It is unknown which lead.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610212. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was unable to enter MRI mode. As a result, surgical intervention may be undertaken to address the issue.